Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of did not actuate. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with no presence of the inner cutter in the port of the needle. During the functional cut test the inner cutter was observed to be broken at the port, therefore the cut functionality could not be tested. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the sample had an actuation failure. The cause of the actuation failure is the broken inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. An internal investigation has been initiated in order to investigate the root cause of hypervit probe inner cutter breakages. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter stopped actuating during surgery. The condition of aspiration is unknown. The product was replaced and the surgery was completed. There's no patient harm.